Event description:
It was reported that the cartridge could not be fully attached to the pump, and the caller did not have a case on the pump. There was no reported impact to the customer¿s blood glucose level. Ultimately, the customer reverted to an alternate method of insulin therapy.